Event description:
Developed a rash on hands, arms, legs and trunk on 3/5/92 and 5/27/92. On 7/14/92, developed severe joint pain amd was disabled to acertain extent, could not work. Pain started on wrists; started migrating to fingers, then shoulders; couldn't move her head because of joint pain and stiffness in neck. Pt waws in severe pain as the stiffness continued to migrate for 6 wks. Pt had to roll out of bed. Pt was continually on pain pills and relafen for 6 wks every 4 hrs. Her scalp itched really bad for two wks. She has an unusual odor to her urine. She would experience pain in left breast, it had developed scar tissue and became very hard. Pt was getting spasms in toes and did experience numbness in her fingers once. In 6/92, pt started experiencing migrane type headaches. She gets blurry spots in front of her eyes and then a severe headache which follows about 20 mins later. She gets these every two to three months. On 6/30/92, pt started taking minocin antibiotics (50 mg 3 x day) for acne; quit taking the minocin on 6/2/92; 6 days after onset of symptoms.